Manufacturer narrative:
On 23-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that there was gel bleed from the implant. During visual evaluation of the sample, a crease on anterior expanding to posterior view was noted. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected. A crease failure may be the result of the continuous and sustained stresses to the device, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this (B)(6) lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 700cc gel breast prostheses that both showed microbleed of the silicone gel. In addition, the patient developed baker grade iii capsular contracture in her right breast. The gel bleed and the capsular contracture were observed during an implant exchange surgery performed on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 800cc gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.